Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The legal manufacture reviewed the device evaluation and determined that the defect "acoustic lens pierced" also known as "ultrasonic probe-perforated" was an additional potential adverse event and was investigated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined for either event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As for the ultrasonic probe perforation, it was also not possible to judge whether caused by stress or handling or other factors. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: h10 the customer provided details on the cleaning, disinfection, and sterilization process followed onsite. The pre-cleaning detergent used is salvanios premium. The customer aspirates water through the instrument/suction channels and flushes out the air/water and auxiliary channels. Manual disinfection was not performed. The customer uses automated endoscopic reprocessor (aer) soluscope series 4, along with detergent soluscope cln, disinfectant is peracetic acid. The aer was not cultured. The endoscope was stored by placing it horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
(B)(4). Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for two (2) colony forming units (cfu) of coagulase negative staphylococcus. Overall, the results are in conformance with the requirements. The suspect device has been returned to olympus for evaluation and the investigation is in progress. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, all the channels of the scope were cultured.the device tested positive for six (6) colony forming units (cfu) per 100 milliliter (ml) of escherichia coli. The scope was reprocessed and cultured after almost a week. The channels tested positive for 174 cfu/100ml of klebsiella pneumoniae and escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information regarding product return date and inspection findings. The returned device was evaluated. There were few findings. The acoustic lens was pierced. The adhesive part of the bending section cover was separated. The switch button had cuts. The protector cover of the scope connector was damaged. The universal cord was kinked. The electrical connector unit was corroded. The piezo elements of the probe unit were defective. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.